Event description:
Patient was treated with a reusable applicator. Injury reported, details unknown at this time.

Manufacturer narrative:
The company analyzed the mea system's treatment data file associated with this event. The conclusions of the analysis were that both the applicator and the mea system were functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The returned applicator was slightly bent upon examination; however, the applicator passed all standard production release tests upon investigation and is therefore deemed fully funcitonal. The co will file & follow up report when additional info becomes known. Add'l catalog: app: 900-002; expiration date for app: 09/2004.